Manufacturer narrative:
Efforts to obtain additional information regarding the clinical observations were unsuccessful. According to our resources, the system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that latitude detected a red alert for this system due to high pacing impedance measurements. No adverse patient effects were reported.